Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an overestimation of device longevity was suspected during previous follow-up by the merlin programmer. Technical support reviewed the session records and confirmed the likely overestimation. However, the battery depletion curve looked normal and the total longevity was normal based on the battery parameters. The patient will be followed on merlin.net. The patient was stable.